Event description:
It was reported that during the superion implant procedure while attempting to deploy the implant the physician noted something looked disconnected on the x-ray imaging. Upon removing the implant for visual inspection the top of the implant came off. The physician replaced the implant with a new one successfully and the patient was doing fine post operatively. The device was discarded at the facility and was not returned.